Event description:
The customer stated that his blood glucose reading had been lower than usual. While troubleshooting, he performed a control test and received a result of 47 mg/dl. The normal control range is 97-133 mg/dl. The customer did not allege any adverse events. He only had 2 test strips left, but they will be returned for evaluation, and replacement test strips will be sent.